Event description:
It was reported that the product/instrument gave way during a lap cholecystectomy. As it was removed from the port, the doctor thought he saw something fall to the floor. On inspection, the sheath tip had broken and the insert couldn't be locked in. Both the insert and handle worked with another sheath. There seems to be an inner ring at the tip that locks the insert in but that was now missing!! The patient had to be x-rayed to rule out any fragments going into the patient. Despite searching everywhere the missing metalwork still can't be found. The patient should be fine but the doctor will speak to her as duty of candour. Internal karl storz reference number: (B)(4).